Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited prolonged charge times and a charge timeout condition (fault codes lc and CT). Troubleshooting efforts confirmed normal sensing and impedance, but the s-ICD was considered unlikely to deliver appropriate therapy due to suspected hardware malfunction. The patient was advised to seek urgent care for continuous monitoring, as they were unprotected by the device in its present state. Subsequently, a revision procedure was performed, and the s-ICD was explanted and replaced. The electrode condition was verified as normal and remains implanted, and no additional adverse patient effects were reported.